Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
Customer reported that the insulin pump returned a button error alarm shortly after being exposed to moisture. Blood glucose level was 130 mg/dl at the time of the call. No further information was provided.